Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4554 competitor implantable pacing lead, (B)(6) 2010; 5076 implantable pacing lead, (B)(6) 2010; d224trk implantable cardioverter defibrillator, (B)(6) 2010. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that product performance data was reviewed and classified as inappropriate device detection and inappropriate treatment due to t-wave oversensing (twos) on the right ventricular (rv) lead. The device and rv lead remain in use. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.